Event description:
Meter name: one touch ultra. Strip name: one touch ultra. Meter code: 23. Strip code: 23. Strip storage: porperly. Symptoms: shaky and head was not right. A pt reported they were seen in hosp. Their meter allegedly was inaccurately low. The result on their meter was 9.0mmol/l and then 13.5mmol/l. The result on the hosp meter was 300mg/dl. The time difference between pt's meter and ER meter was unknown. Treatment was milk and toast. Hosp checked meter and informed customer that it was set wrong. It was on mmol/l. Customer was sent home. No further info has been reported.